Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-apr-2018 with the following findings: a review of the pump¿s black box data dates showed evidence of eaw 128 alarms on the event date. A visual inspection of the pump showed the battery compartment was cracked with damaged threads. No evidence of moisture contamination was observed inside the battery compartment. The returned battery cap was undamaged and was able fully tighten to the pump; the pump powered on with the returned cap. The idle and sleep current draws were found to be within specifications; the load value could not be obtained due to a 128-fe88 alarm on rewind attempts. The pump cover was removed and evidence of moisture contamination was observed throughout inside of pump.